Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was unsuccessfully implanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the lead was not confirmed. The helix area was found to be clogged with no tissue noted. The lead passed other measurements but failed the helix mechanism test.

Event description:
--